Manufacturer narrative:
A secondary MDR was reported under 3014526664-2024-00164 as there were two products associated with this event. The product associated with this complaint was not returned to the manufacturer for analysis. The reported event does not indicate a manufacturing defect and the finished product lot was verified to meet quality requirements and was released for commercial use in accordance with srm procedures. At this time, it is unknown if the reported event is related to procedural issues, patient non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. All reasonably available information has been provided by the company at the time of submission of this report. The fields that are blank are not an omission and indicate that the information is either not applicable or currently unavailable. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that two days after a right transcarotid artery revascularization (tcar) procedure, the patient experienced left-sided upper extremity weakness and seizures. Imaging revealed thrombus within the stent. The patient's seizures have resolved however, the status of the patient's upper extremity muscle weakness is unknown. At this time, it is unknown if the reported event is related to procedural issues, patient non-compliance to medication, or a silk road medical device, hence, the event will be reported out of abundance of caution.